Event description:
It was reported that the high voltage cables on the 9800 system are making "popping" noises where they connect to the x-ray tube. It was noted that this is a recurring issue. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the x-ray tube, tube housing temperature sensor and customer provided high voltage cable. The system was tested and found to be working as intended and placed back into svc.